Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, at 80% deployment, significant under-expansion was observed. The valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed and a new valve was successfully implanted in the patient. Per the physician, severe stenosis of the surgical aortic valve contributed to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012758109); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012758115); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.